Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported a 65-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an implanted impella 5.5 pump experienced high purge pressure during patient support. As pressures rose above 1008 mmhg, a tpa protocol was initiated. The following day, it was verified that the tpa resolved the high purge pressure and support was able to continue with the implanted pump. There was no patient harm.

Event description:
Additional information was received pertaining to supplemental allegations associated with this device. One day following intervention for the high purge pressure, it was discovered that the sterile sleeve had been torn during repositioning. The sleeve was taped in an attempt to preserve sterility and support continued. There was no patient harm.

Manufacturer narrative:
The investigation for the reported high purge pressure and low pump flow has been completed. The impella device was not returned for evaluation. However, clinical details stated that after tissue plasminogen activator (tpa) was added to the purge, the high purge issue resolved. Therefore, the most likely root cause of the high purge issue was related to biomaterial. Clinical details further states that repositioning of the pump did not resolve the low pump flow. Therefore, the pump was subsequently explanted. Upon visual inspection at the clinical site, it was reported that tissue had been observed in the outflow cage. The most likely root cause of the low pump flow was also related to biomaterial. Added- b5 narrative updated; h6 impact code 4644, 4628, 4627; h6 problem code 2954 d4- updated model number.

Event description:
It was also reported that 38 days later while still on support, low pump flow was recorded. After discovering the pump was in the mitral valve apparatus, repositioning was performed. However, this did not resolve the low pump flow issues, so the decision was made to explant the pump and replace it with an impella cp. Upon further inspection of the pump no kinks were found, but tissue was observed in the outflow cage.